Manufacturer narrative:
The case description alleges that the cannula was missing. The pod arrived with the cannula fully deployed with no damages observed to it. The middle battery and its clip were observed to be fully depleted as a result of corrosion. No internal leak or housing cracks were observed that would contribute to the corrosion, the cause of which could not be determined. The pcb was removed from the chassis and inspected under magnification for corrosion or other damages that would prevent the device from downloading, and no issues were found. As a result, it could not be conclusively determined if the observed corrosion prevented the retrieval of download data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.4 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Corrosion was found during investigation without internal leak or housing cracks observed. No impact to blood glucose levels was reported. The patient initially reported that the cannula was missing from the pod.